Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: before removing the cartridge did the healthcare professional ensure the firing knob was completely in the home position? - the stapler was open so therefore in the home position. Was the device difficult to separate into two halves prior to removal of the cartridge? - unknown. Who made the decision to discard the device because it was too contaminated? - no it was already contaminated after stapling bowel. When the staff looked at the cartridge, what was the position of the knife within the cartridge? - wasn't observed. Was the patient¿s post-operative care altered due to the alleged issue with the device? - patients blood taken, tested, all negative. What is the healthcare professional¿s current status? - good. No issues.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Before removing the cartridge did the healthcare professional ensure the firing knob was completely in the home position? Was the device difficult to separate into two halves prior to removal of the cartridge? Did the hospital team or the ethicon sales team make the decision to discard the device because it was too contaminated? When the staff looked at the cartridge, what was the position of the knife within the cartridge? Was the patient¿s post-operative care altered due to the alleged issue with the device? What is the healthcare professional¿s current status?

Event description:
It was reported that during a bowel resection procedure, when removing the spent reload as per correct technique, the scrub nurse was stabbed by the exposed blade. He treated the stab as per hospital protocol. A new reload was opened and loaded into the device. They tried to fire the device and it would not fire. The device was handed off. A new device and reload were opened and worked as per normal firing.